Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump. The customer's insulin pump was also alarming battery out limit as well as failed battery test. The customer's blood glucose was unknown. The customer explained that the insulin pump kept scrolling up during bolus selection. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to moisture damage on the keypad traces. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches to the display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.